Event description:
Reportedly, there was a issue during the device upgrade. There was a pop message indication that the interrogation has been interrupted several times. The battery longevity decreased from 10 to 2 years following a period of 1 hour in standby mode.

Manufacturer narrative:
The conclusions are as follows: the files analysis led to the following observations: there are several (9) interrogation sessions: 1st session : the upgrade has been cancelled by the user. 2nd, 3rd and 4th : there were communications errors and therefore no upgrade was proposed. 5th session : the upgrade was cancelled again by the user without communication errors. 6th, 7th and 8th session : there were communication errors and therefore no upgrade was proposed. 9th session : the upgrade was accepted by the user without communication errors. The upgrade was successfully completed. The subject device did not switch into standby mode and no issue related to longevity is suspected: during the 3rd interrogation, the nominal mode was applied and the longevity calculation was performed based on these parameters. Afterwards, the parameters, especially the pacing mode was changed from vvi to aai-safer. Therefore, a new longevity was computed again with these new parameters. Based on the available data, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The serial number is unknown as of today. Once it is retrieved, a new MDR will be provided.

Event description:
Reportedly, there was a issue during the device upgrade. There was a pop message indication that the interrogation has been interrupted several times. The battery longevity decreased from 10 to 2 years following a period of 1 hour in standby mode.